Event description:
It was reported that a patient underwent an atrial fibrillation (afib) pvc ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered complete heart block. The procedure was pvc procedure for the cusp region, likely of origin between ncc and rcc. Mapping was performed by an ao approach, but there was no electrical potential faster than qrs onset. When the contralateral rvot was mapped, the onset-to-match electrical potential was located around the border of the right ventricle in the right ventricle outflow tract (rvot) posterior wall. The pace mapping was about 80%. Although the physician tried to approach the contralateral side, catheter could not advance with the ao approach, and the left ventricle was approached via performing brockenbrough (bb). There was an electrical potential preceding the qrs in the left ventricle outflow tract (lvot) below the ncc, rcc on the contralateral left ventricle. The points matched more than 90% with catheter¿s stimulation. Some points were conducted ablation, and pvc disappeared. The heart block occurred at the last additional ablation. A total of seven points were conducted ablation. The ablation method was 30w for 30 seconds to 1 minute. About 500 ~ 600 in terms of ai value. Sometimes the ai value would be over 600, and the physician would be pointed out and the ablation would be stopped. The contact force (cf) was not stable, and the motion noise was also intense when the electric potential of the thermocool® smart touch® sf bi-directional navigation catheter was checked. Vizigo sheath was used. The procedure was completed and the patient left the room. The physician opinions on the relationship between the event and the product was that there was no product defect or malfunctions were reported. Additional information was received. No error message observed on the biosense webster equipment during the procedure. The physician¿s opinion on the cause of the heart block was patient related. A pacemaker was implanted at a later date. Extended hospitalization was required due to cavb, but av block was improved without any treatment, and therefore, the patient was scheduled to be discharged from the hospital on 26-dec-2022. The outcome of the adverse event is fully recovered. The physician commented that recognized that there was no product malfunction with the biosense webster product. The force visualization features used was dashboard, vector and visitag. Additional filter used was fot. The color options used was tag index. Parameters for stability in visitag module: range:3¿. Time:3seconds. Fot:25%, 5g. It was clarified that there was no noise reported in the complaint report. The correct catheter setting was selected on the generator. The pump irrigation flow rate setting was normally controlled by the generator without any issues. Clarification was received stating that ¿the procedure was completed, and the patient left the room¿ means that the patient left the catheter room with complete heart block occurred. The contact force not stable issue was assessed as not MDR reportable for a force issue. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The adverse event required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
Initial reporter phone:(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30916816l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).